Manufacturer narrative:
A ge service representative performed an onsite investigation. The f1 fuse in the main unit was replaced. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system's fuse tripped. No pt injury was reported.